Event description:
The patient has reportedly experienced poor performance with use of the device. Programming changes were made; however, this did not resolve the issue. Testing showed that the device is functioning. Device revision surgery is being considered.